Event description:
Follow up information identified the patient was prescribed oral antibiotics and was not hospitalized. A culture was obtained, but the results are not known at this time. The patient is being monitored and is currently doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced break down of the wound at the ipg site, and fluid was leaking from it. Additional information has been requested, but is not yet known.